Event description:
In (B)(6) 2014, I fell and broke my right knee cap and tore up left knee. They wired my right knee cap back together. After 1.5 years, my knees were still really stiff and sore. My dr. Did an injection of synvisc in my right knee, and a couple of weeks later my left knee. Within a couple of days after the second injection, my whole body swelled up and could hardly lift my right arm and was disoriented. By the time I got into the orthopaedic surgeon he took one look at me and told me that I needed to see a doctor. I got so bad that night my wife called 911. I ended up in the hospital for 12 days. They told me that the severe reaction had probably triggered lupus. My orthopedic surgeon doesn't want to talk about it. I now have to take 2 prescriptions and sometimes use a walker. Is there anything on this? Diagnosis or reason for use: dr. Recommended the injection. Event abated after use stopped or dose reduced: no.